Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the sensor reading was 50 mg/dl when the blood glucose was 85 mg/dl, causing the threshold suspend to be activated at inappropriate times. The sensor reading was 53 mg/dl when the blood glucose was 106 mg/dl. The caller did not report any bent cannulas. The sensor had alarmed for a bad sensor after the initialization period. The sensor was replaced.